Event description:
Customer reported doing comparison testing with two different therasense products: a freestyle tracker and a free style meter. The tracker provided a result of 320 mg/dl and the freestlye meter provided a result of 90 mg/dl. The tests were reported to have all been performed on the finger when hands were washed with warm soapy water.